Event description:
The cin was contacted directly by the customer. It was reported the devices were used during a laparoscopically assisted vaginal hysterectomy. It was reported the first device, an atb35, would not fire at all once it was "cocked". The customer reports the lot number for this device was either k46724 or k47932. A tsb35 was opened and fired well on the first firing, then would not fire when reloaded. The lot number for this device is k46947. The reload which would not fire was either from lot number k4686e or e46c8z and is being returned with the device. Another tsb35 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; bent cartridge lockout tab. Endopath ets flex: based upon the info received and the visual examination, it was concluded that the returned cartridge had a wedge band bypass on the left side. The instrument was returned with broken firing trigger teeth. It was concluded that the wedge band bypass caused the instrument to become damaged.